Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product shows signs of use and is confirmed to be fractured. The potential field age of this instrument is more than 13 years approx. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. The complaint is confirmed. The root cause of the reported issue for 32-483760 is attributed to repeated use of the instrument for more than 13 years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that poly trial broke while removing the trial during the procedure. All broken items were found and removed. There was no consequences or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.